Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported the non osseointegration of one dental implant, titamax implant w/mount 3.3x9mm, but did not provide any other information about the case.